Event description:
It was reported that the right ventricular lead had high impedance of about 2500 ohms, total loss of capture, no sensing, and x-ray showed that the helix was separated from the lead body. The lead is no longer active. No patient complications have been reported as a result of this event.